Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device was observed to cycle erratically. The device had evidence of tobacco contamination. The device's sensor board, blower foam, inlet air path, flow element, and tubing was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the sensor board and blower motor. The sensor board and blower motor were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the sensor board failing was due to flow sensor (mt5) being out of tolerance. The blower motor was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the blower motor failing was due to hall sensors being out of tolerance.